Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Results were 98 and 301 mg/dl. Pt did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged. Follow up attempts to verify the reported info and get further details have not been successful.